Event description:
A reporter called to file his complaints about the freestyle libre 3 plus sensors. He said he is a type 1 diabetic. He said he has been having issues the sensors are reading either low or high. He said every other sensor had issues. He has to rely on finger stick in order to find out the correct reading. He said it is very costly to do finger prick every time to check the sensor reading. He said the reading is off anywhere from 50, 60 to 70. He said one time, the sensor read 70 and when he checks with finger stick, it was 140. He said he is a contractor, and the sensors fell off before the expected 15-day time. He also has complaints about the people who are abbott representative. He said they don't address the issue correctly or they transfer you from one line to another. As a type 1 diabetic person he is relaying on this device, and he is very frustrated as the problem is ongoing.